Event description:
As reported by the user facility: event #5: reports five incidents of leaking blood and nuclear contrast agent at the luer lock ending of the t-port. The reporter stated that upon examination ot he luer lock ending, the bore size and circumference appeared larger and wider.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). Two used extension sets were rec'd for eval. Packaging returned w/both sets indicating the reported lot number, 0061394026. One package was labeled "right"; the other package was labeled "made wrong." No visual differences were noted between the samples. The spin-lock collar on the t-port luer lock endings were connected to a female luer by fully rotating the collar. Both sets were then subjected to an air pressure (leakage) test according to spec w/acceptable results. There were no leakages observed from the luer lock ending or from any other location on the sets. The diameters of the spin-lock collar and luer port were dimensionally measured according to spec and found acceptable on both samples. In addition, the luer connectors on the sets met the applicable iso luer gauge spec. Review of the discrepancy management sys database performed for the reported lot number did not reveal any abnormalities or nonconformance of this nature. No adverse quality of trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusion can be made regarding the cause of the reported events. The returned samples met spec, and the reported failure could not be reproduced. If add'l pertinent info becomes available, a f/u report will be filed.